Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed after the customer deleted some patient images. The philips field service engineer (fse) checked the device onsite and confirmed that the system has a low storage space. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the ippc information could not be found, the system prompted the error: free disk low. The fse did image recreation and database consistency test but no problem found. The fse then replaced the host pc and ippc, and upgraded software but issue persists. To resolve the issue, fse exchanged the x34 dp converter box with x32 and placed the original host pc and ippc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the storage space was low, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.